Event description:
The customer reported the device reads sphb lower than it should be. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. During evaluation, the unit did not power on using battery power but was able to power on and off using ac power. Replaced customer battery with known good battery and the device battery functioned as designed. The device accuracy was tested using customer device and test sensor, the device provided passing results. No product performance issue was identified related to sphb. The device functions as designed regarding accuracy and measurements.

Event description:
The customer reported the device reads sphb lower than it should be. No patient impact or consequences were reported.